Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation. A definitive root cause could not be identified, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not using the air/water cleaning adapter during the pre-cleaning steps, as well as not flushing the water auxiliary channel of the endoscopes used. It was also observed that during the manual cleaning process, the required minimum contact time of the facilities chosen detergent was not being met. Staff were observed flushing the endoscope channels with scope buddy, and immediately following it with an air purge, while the endoscope is in detergent water the internal channels are not meeting the contact time, allowing the enzymatic detergent to be effective. It was also noted that during transport at times staff were observed carrying the transport bins tilted inward towards their body, with the lid flush against their body. No patient infections or injuries reported.